Event description:
It was reported that the ventilator failed while in use on a patient. Additional information about the event has been requested. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.

Manufacturer narrative:
Multiple attempts were made for additional information and on the repair/service of the device that have been unsuccessful. No further information was provided although requested.

Manufacturer narrative:
The customer had called back days later on a separate case and reported that the ventilator had high and low inspiratory alarms. The technical support (ts) troubleshot with the customer. The customer reported that the v60 was alarming high inspiratory pressure and low inspiratory pressure. Ts provided the customer with the latest service manual and instructed the customer to run the unit for 2 hours. The customer was advised to use the controls settings test from the performance verification test. Upon a follow up with technical support the customer emailed back and reported that the unit was ran on the control test for hour without any alarm. The customer checked all the pressure and flow tests, and they were within specifications. No further action is required, and the case was closed. The patient was removed from the ventilator and was not harmed or injured as a result of the reported event. No further information was provided.

Event description:
It was reported that the ventilator failed while in use on a patient. Additional information about the event has been requested. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.